Event description:
Consumer reported complaint for error message (e-3). During the call, the customer attempted to perform a blood test using true metrix air meter, but the test strip did not recognize the sample when it was applied. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2024 and test strips were opened a few days prior to the call. The customer reported feeling dizzy, sweaty and nauseated; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to being unable to obtain a blood glucose test result using true metrix air meter. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation, retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing symptoms. Customer stated due to being unable to check his blood glucose with the true metrix air meter he had gone to his doctor's office on 4/23/2024. Customer's blood glucose test result at the doctor's office had been 220 mg/dl fasting. No new medications or health care program had been suggested by doctor. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing symptoms of sweatiness and now advised that he has frequent urination. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved initial concern.